Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced negative dysphotopsia with the intraocular lens (iol) in the left eye. The iol was exchanged with a non-johnson and johnson iol. There was no patient injury. No medical or surgical interventions were required. There was no delay in procedure. Directions for use were followed. The patient is fully recovered. The device was discarded. No further information was provided.